Event description:
It was reported that the 9800 system shut down during case and showed an intermittent error message. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.